Event description:
During emergency surgery to replace left and right common iliac arteries, bleeding was observed from right limb of bifurcated graft after the clamp was released. The right limb of the graft was removed and 8 mm of straight graft was sutured onto the body of the bifurcated graft. Pt was stable after procedure.